Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump was found delivering at a rate different than the originally programmed rate. At 1720, the pump was programmed to deliver an unspecified solution at a rate of 43.8ml/hr, with a vtbi (volume to be infused) of 1000ml, and the delivery was started. No further programming parameters were provided. At 2200, the patient noted that the pump displayed a rate of 2ml/hr. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided, including if therapy was resumed using a replacement pump.